Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Bg was addressed via a correction bolus. Reportedly, customer's basal rate, and carb ratio settings were too high. Customer updated settings to resolve the issue. The customer required assistance from partner to treat bg level via glucagon, glucose tablets, and consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.